Manufacturer narrative:
The product was implanted in the patient and is no longer available for return. Without the return of the device, the reported issue cannot not be confirmed and the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01535. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully deployed and detached six smart coils using the handle. The physician then experienced difficulty detaching a smart coil using the handle; however, the smart coil was able to detach successfully after a second attempt. The procedure ended at this point. There was no report of an adverse effect to the patient.